Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not feeling any stimulation coverage even if the ipg was fully charged. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.